Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).

Event description:
The customer reported ongoing issues with substrate %cv (coefficient of variation) failing too high on system check involving the access 2 immunoassay system. Through routine trouble shooting, it was determined the substrate supply fitting on the substrate bottle cap was loose. The customer tightened the loose fitting, primed the substrate and repeated system check. The substrate portion then passed within specification. The customer stated quality control (qc) was in range during the qc run prior to the first failed system check. The laboratory performed weekly maintenance per the instructions for use (IFU). The customer had not analyzed any patient samples between the time system check failed until after substrate delivery system issue was resolved. Patient results were not impacted. There was no patient consequence associated with this event. The instrument was returned to normal operation.